Event description:
It was reported that pump triggered repeated cartridge alarms and customer saw high blood glucose reading on meter, although specific value was unknown. Customer gave correction insulin using injections, planned to use multiple daily injections as backup therapy, and did not need help from emergency services or other third parties. Technical support confirmed pump was under warranty, arranged replacement pump with updated software, reviewed storage mode instructions, confirmed shipping details, and instructed customer to return problematic pump within 10 days and to manually enter pump settings and reconnect continuous glucose monitor on replacement device.